Event description:
Per communication from cnss (B)(6), patient reports that on two separate occasions recently, while tapping out the bubbles in the cassette, the inner membrane of the cassette ruptured causing her to lose her dose and discard the cassette; dates unknown. No missed doses, patient was able to mix in a new cassette. Lot numbers are 4076292 and 3971696. No further information available. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by health professional.